Event description:
It was reported that initial setup was prompted. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial reporter state (B)(6). Initial reporter email address (B)(6). Device code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.